Manufacturer narrative:
No product has been returned for evaluation. Evaluation was performed by (B)(6). If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
It was reported that a revision procedure was performed for an unknown reason. During a review of investigation findings from lirc galling and corrosion was observed on the rod. Additionally the rod was unable to be retracted.